Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 07/30/2016 to report that the receiver displayed err667 on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.